Event description:
Customer reported that the operator manually entered a pt's demographic info because the sample tube did not have a barcode. After the results were generated and sent to their lis system, the customer reported that the sample had the incorrect pt ID and name. There was no report of injury as a result of this event.

Manufacturer narrative:
Based on the info provided, the incorrect pt ID was entered manually.